Event description:
It was reported that continuous glucose monitor displayed error message and caller experienced sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions to reset pump, completed pump reset with guidance, confirmed error did not appear again, and successfully started new sensor session.